Event description:
It was reported that during the surgery the novostitch pro needle broke off inside the patient's knee. All the broken pieces were removed from the joint. It is unknown if there was a surgical delay or if there was a back-up device available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h2, h3, h6: lot number not provided batch review was unattainable without a valid lot number provided. The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. It was reported that during the surgery, the needle broke. There were no broken pieces left inside the patient. The likely root cause for the needle tip fracture is when surgeon cycles needle too many times, or advances needle without tissue present between device jaws. The root cause in this case could not be determined because the device was not returned to perform failure analysis. The risk management documentation was reviewed and found to contain this failure mode within the risk file, no updates are required. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. Should additional information be provided, this complaint will be re-assessed.